Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar plus c-flex device. The device was returned to a third party service center with no initial alleged complaint. During evaluation, the service technician observed foam particles in the blower kit. Additionally, the device was contaminated with dust. Error code e007 (err_software) and error code e053 (err_comp_log_sem_timeout) were found in the device log history. The device was scrapped.